Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Using the pod 5 / page 55. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Using the pod 5 / page 45. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported her blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). The patient felt nauseous and sick so she went to the emergency room (ER) with blood glucose (bg) reading greater than 50 mmol/l (901 mg/dl). Upon deactivation, it was noted that the cannula was not properly inserted into the skin and that it was also bent. At the hospital, she was diagnosed with diabetic ketoacidosis (dka) and was placed on an insulin drip. The pod was worn between 1 and 4 hours on the abdomen.